Manufacturer narrative:
Additional narrative: investigation summary ==> the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Multiple follow-ups were made to obtain additional information regarding the event but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (4l01828), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by our technical assistant via email, in the moment of the surgical procedure of anterior cruciate ligament (acl), when introducing the bioabsorbable screw, it did not support, breaking a part.